Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records ad 25 nov 2020 was revised. On (B)(6) 2017, the patient had a right total knee replacement to address chronic pain, osteoarthritis and valgus deformity. Depuy components including depuy patella and depuy cement x2. There were no complications noted during the operation. On (B)(6) 2019, the patient had a total knee arthroplasty revision to address pain, instability, and difficulty with weight bearing. Tibia tray, femoral component, insert and cement were revised. The patella remained in-situ. The tibial tray component was found to be loose at the implant/cement interface. Competitor components were implanted during this procedure. Doi: (B)(6) 2017 dor: (B)(6) 2019 (right knee).